Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6)2012 as part of the (B)(6) study. This complaint is being reported based on the event of vocal cord spasm with hospitalization. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2012. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient experienced an adverse event of vocal cord spasm with symptoms of shortness of breath, tachycardia, wheeze, and stridor. Approximately 10 minutes post procedure, the patient began coughing and had a wheeze. The patient then experienced stridor with decreased ability to breathe. The patient was stabilized with medications including ventolin, atrovent, ativan, solu-medrol, and magnesium sulfate and with bipap. The patient was transferred to the emergency room for monitoring and was later admitted into the hospital for observation. While in the ER and hospital, the patient was treated with solu-medrol, ativan, bipap, prednisone, and ventolin. The patient was discharged from the hospital on (B)(6) 2012. The event of vocal cord spasm is still continuing. Baseline spirometry values: visit date: (B)(6) 2012 pre-bronchodilator fev1: 3.19; fev1 %; predicted: 95.80; fvc: 4.32; fvc % predicted: 107.46; post-bronchodilator; fev1: 3.09; fev1 %; predicted: 92.79; fvc: 4.22; fvc % predicted: 104.98.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) study. This complaint is being reported based on the event of vocal cord spasm with hospitalization. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2012. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient experienced an adverse event of vocal cord spasm with symptoms of shortness of breath, tachycardia, wheeze, and stridor. Approximately 10 minutes post procedure, the patient began coughing and had a wheeze. The patient then experienced stridor with decreased ability to breathe. The patient was stabilized with medications including ventolin, atrovent, ativan, solu-medrol, and magnesium sulfate and with bipap. The patient was transferred to the emergency room for monitoring and was later admitted into the hospital for observation. While in the emergency room and hospital, the patient was treated with solu-medrol, ativan, bipap, prednisone, and ventolin. The patient was discharged from the hospital on (B)(6) 2012. The event of vocal cord spasm is still continuing. Baseline spirometry values: visit date: (B)(4) 2012 pre-bronchodilator: fev1: 3.19, fev1 % predicted: 95.80, fvc: 4.32, fvc % predicted: 107.46. Post-bronchodilator: fev1: 3.09, fev1 % predicted: 92.79, fvc: 4.22, fvc % predicted: 104.98. **additional information received since december 17, 2012** according to the complainant, the event of vocal cord spasm was considered resolved as of (B)(6) 2012.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4). This complaint is being reported based on the event of vocal cord spasm with hospitalization. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2012. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient experienced an adverse event of vocal cord spasm with symptoms of shortness of breath, tachycardia, wheeze, and stridor. Approximately 10 minutes post procedure, the patient began coughing and had a wheeze. The patient then experienced stridor with decreased ability to breathe. The patient was stabilized with medications including ventolin, atrovent, ativan, solu-medrol, and magnesium sulfate and with bipap. The patient was transferred to the emergency room for monitoring and was later admitted into the hospital for observation. While in the ER and hospital, the patient was treated with solu-medrol, ativan, bipap, prednisone, and ventolin. The patient was discharged from the hospital on (B)(6) 2012. The event of vocal cord spasm is still continuing. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 3.19, fev1 % predicted: 95.80, fvc: 4.32, fvc % predicted: 107.46. Post-bronchodilator: fev1: 3.09, fev1 % predicted: 92.79, fvc: 4.22, fvc % predicted: 104.98. Additional information received since (B)(4) 2012: according to the complainant, the event of vocal cord spasm was considered resolved as of (B)(6) 2012.

Manufacturer narrative:
(B)(6). (B)(4). MFR name: boston scientific corporation (B)(4). Study source: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Boston scientific corporation (B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe (B)(4).

Manufacturer narrative:
(B)(4).